Event description:
During follow-up, interrogation of the device was not possible. The physician attempted a magnetic response but no pacing was observed before, during or after. The patient was then hospitalized and device replacement is anticipated to be performed. No further intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of no pacing, inability to interrogate, and premature discharge of battery were not confirmed. The device was received in normal operating condition, then turned into backup operation mode during analysis. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found in normal ranges. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
During follow-up, interrogation of the device was not possible. The physician attempted a magnetic response but no pacing was observed before, during or after. Premature battery depletion is suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.